Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in japan, during a transfemoral aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, there was strong resistance during delivery system insertion through the esheath+. After the esheath+ was removed, a dissection at the external iliac artery was surgically repaired. There was no report of device insertion/withdrawal difficulty.

Manufacturer narrative:
Updated b.4, g.3, g.6, and h.2. Corrected h.6 type of investigation, investigation findings, and investigation conclusions the event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. A technical summary written by edwards lifesciences applies to this event and establishes, through extensive complaint investigations, that events reporting resistance during delivery system insertion/advancement through the sheath using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this event it will be included in ongoing monitoring and trending with no new pra or CAPA required at this time. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The difficulty advancing through sheath was unable to be confirmed as no device and/or relevant imagery were provided. Available information suggests patient factors (calcification, undersized vessel) likely contributed to the event as it was reported: ''the mld of the access was 5.4mm, with mild calcification.'' The minimum luminal diameter required for use of 14f esheath+ is >=5.5mm. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system.